Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose was unknown mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to program a normal bolus into the air and bolus amount was recorded in the bolus history. Customer stated ta temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the displacement and self tests. No alarms were noted during the self test. The pump was monitored during the basal rate, and the pump did alarm due to a faulty component on the radio frequency board. The pump also had minor scratches on the lcd window.